Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "my previous surgeon confirmed that the implants were filled to 600 cc (right) and 575 cc (left), which is significantly above the manufacturer¿s recommended maximum fill of 455 cc". Later healthcare professional reported "grade 3 contracture, possible deflation". This record is for the left side. Device remains implanted.